Manufacturer narrative:
No product has been returned for evaluation. The screws remain in-situ. The degree of spinal instability is unknown. Patient's bone quality is unknown. No radiographs have been provided. It is not known if the patient complied with post-operative instructions or suffered a fall. Review of the device history record for the involved lot noted no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. No revision is planned at this time but the patient will continue to be monitored. The root cause of this reported event has not been determined. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation" "warnings, cautions and precautions correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. The vuepoint oct system can also be linked to ø3.5 mm - ø6.25 mm rods of posterior pedicle screw and rod systems via the rod to rod connectors or transition rods. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. Still in patient.

Event description:
On (B)(6) 2015 a (B)(6) year old male patient underwent a revision surgery to replace two fractured screws, no issues reported. Follow up radiographic images showed the replaced screws at c1 fractured. No patient injury reported.